Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) due to multiple shocks, and electrogram (egm) review was requested to determine whether there was atrial undersensing versus standstill. The presenting egm showed an ongoing atrial tachycardia with rapid ventricular response (rvr). Stored ventricular tachycardia (vt) episodes showed intermittent undersensing. Technical services (ts) discussed troubleshooting options and programming considerations and recommended making the crt-d more sensitive to allow more intrinsic behavior to be sensed. This crt-d remains in service. No additional adverse patient effects were reported.